Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity c processing module, list number 03r67-01, abbott laboratories to alinity c carbon dioxide reagent kit, list number 07p72-20, abbott gmbh. MDR number 3002809144-2025-00079 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated alinity c carbon dioxide for multiple patients. The following results were provided (reference range adults 22 - 29 mmol/l): sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 25 mmol/l. Sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 23 mmol/l. Sid (B)(6); initial co2 result= 37 mmol/l; repeat result= 28 mmol/l. Sid (B)(6); initial co2 result= 35 mmol/l; repeat result= 28 mmol/l. Sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 28 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c carbon dioxide for multiple patients. The following results were provided (reference range adults 22 - 29 mmol/l): sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 25 mmol/l, sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 23 mmol/l, sid (B)(6); initial co2 result= 37 mmol/l; repeat result= 28 mmol/l, sid (B)(6); initial co2 result= 35 mmol/l; repeat result= 28 mmol/l, sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 28 mmol/l . There was no impact to patient management reported.